Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that components of device were found missing from the instruments during an initial knee procedure. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The reported event was confirmed as the product was returned, visual inspection of the devices found that only one set of ball bearings and springs were disassembled from product. None of the disassembled ball bearings or springs were returned for evaluation. DHR was reviewed and no discrepancies relevant to the reported event were found. It was determined that this device was manufactured prior to this design change. Therefore, the root cause is considered to be associated with the faulty design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.